Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned mini trek dilatation catheter noted blood visible in the guide wire lumen and contrast in the inflation lumen and loosely folded balloon, consistent with preparation and use of the catheter in the patient anatomy. The distal half of the hypotube had multiple bends. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported balloon rupture. A new indeflator filled with water was used to pressurize the balloon catheter when water leaked out of a longitudinal rupture over the distal end of the proximal marker, confirming the reported rupture. There was a longitudinal scratch on the distal end of the rupture for a length of 9 mm. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is likely that the balloon material was damaged (scratched) during interactions with the moderately calcified lesion, such that the balloon ruptured upon the first inflation at 6 atmosphere (atm) which is below the rated burst pressure (rbp). A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. The reported balloon rupture appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency. All dilatation catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported that during a procedure of the mildly tortuous, moderately calcified, right coronary artery (rca), the 2.0 mm x 15 mm mini trek was used for pre-dilatation, however during the first inflation after 5 seconds at 6-7 atmosphere the balloon ruptured. No clinically significant delay in the procedure due to the balloon rupture was reported. There was no reported adverse patient effect. A non-abbott balloon was used to complete the procedure without incident. There was no additional information provided.